Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip-up fenestrated grasper instrument to perform failure analysis.

Event description:
It was reported during an unspecified da vinci-assisted procedure, a frayed cable was observed on the tip-up fenestrated grasper instrument. It remains unknown how the issue was addressed. Ultimately, the case was converted to open surgery due to the patient's anatomy, specifically there were severe adhesions involving the bladder. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip-up fenestrated grasper instrument damage was unrelated to the decision to convert the surgery to an open procedure. The patient did not experience any postoperative complications, and there are no concerns regarding long-term effects related to the event. The patient has since been discharged.